Event description:
It was reported that during a lobectomy procedure, the device locked out. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Wedge band bypass. The analysis results found that the cartridge was returned in good visual conditions. The cartridge was loaded into a test device and when fired, it was noted to have a wedge band bypass as the right side was fully fired, and the left side was 1/3 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout, and no damage was found. The mfg records were reviewed, and no anomalies were found during the mfg process.